Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4). The device was used for an off label indication. The indication the device was used for was: bowel dysfunction/sacral nerv stim and gastrointestinal/ pelvic floor.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.

Event description:
It was reported that the patient was not able to make an adjustment with or without the antenna attached. Intermittently, the programmer would not do telemetry with or without the antenna. The recharger worked. The programmer was not working. The patient got the sync screen and she had replaced the batteries. The patient saw a question mark and this began about a month before the report. When she took the programmer to the physician¿s office, it worked and then it quit working right away. The day prior to the report at the physician¿s office, they could not get it to work at all. The patient tried the programmer with and without the antenna. The patient still saw the question mark. The patient as able to feel a little stimulation at the doctor¿s appointment the day prior to the report, but she did not feel stimulation today. The patient thought the setting was up to 9.0v. Upon device return, the antenna jack was resoldered as a preventative measure. No significant anomalies were found on the programmer. Interventions at patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.